Event description:
A male pt contacted lifecor customer support to report that he was on the way home from the hospital after the fitting and the device vibrated on his back. He stated that the monitor had a wrench picture with a code 100. Support had him remove the battery pack and reinsert it. The monitor continued to monitor normally. The pt stated that after awhile he received another code 100. Support sent a pt services rep (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The flash memory chips were defective. Service was able to replace these memory chips. The monitor was repaired, retested and restocked. The root cause of the defective memory chips is unk but is likely random component failure. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.